Event description:
The customer reported that a condition exists with the m3812b philips scale device where the feet on the scale platform are broken after a patient fall. Customer reported that patient damaged the scale by wobbling and then falling, but philips wants to ensure that the device did not contribute to the fall.

Manufacturer narrative:
We replaced the unit for this patient. Further investigation into this matter is ongoing. To date, no conclusion can be made in regard to whether device caused patient to fall from the scale. Patient's daughter, and our customer have reported that the broken feet on the platform are a result of the patient fall, and not vice versa. Patient's daughter states: "scale was damaged because the fall caused the scale to tip up and two of the feet were damaged". Our initial investigation cannot conclude, however, that the unit was damaged by, and did not cause, the fall. We have initiated a corrective action investigation to further evaluate.